Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to urethral erosion the aus cuff, pump, and balloon was explanted on an unknown date and not replaced. A new aus cuff, pump, and balloon was implanted on (B)(6) 2021.